Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient would get nauseous for about two days after the refill of the pump. No complications were reported or anticipated. Additional information was received. The patient was receiving sufentanil forte (50 mg/ml) and bupivacaine (10 mg/ml). The first instance of nausea after refill occurred on (B)(6) 2017. The patient began to experience the nausea 30 minutes after refill. When asked if the needle was confirmed to be fully inserted into the septum, the hcp stated he had been doing this for many years and he knew when he was in the septum. The serial number of the patient's pump was not registered. The elective replacement indicator (eri) was at 32 months. The hcp suspected the pump was running too fast. He diagnosed signs of withdrawal before the refill, and overdose after the refill was done. The pump was explanted and replaced. The issue was resolved. The pump would be returned and the hcp requested an examination of the pump and a report.

Manufacturer narrative:
Analysis identified overinfusion of an undetermined root cause. If information is provided in the future, a supplemental report will be issued.